Manufacturer narrative:
Added user facility to report sources.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector was visually damaged and scans would not send across. The bulkhead was exchanged and the system began working as intended. The system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found that one side wall of the returned connector had been broken, with bent and broken leads inside the connector. Analysis found that the reported event was related to a mechanical issue.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had issues connecting to the imaging system and electronic picture archiving and communication systems (pacs). It was discovered that the bulkhead was damaged and causing the problems. There was no patient present.